Manufacturer narrative:
Report delayed as additional info was still being gathered. User communications were sporadic and in spite of multiple efforts, the device was never returned.

Event description:
Warming unit was not blowing warmed air. No adverse effect on pt, but there was a potential that the pt could have been cooled with extended use.